Manufacturer narrative:
The device was returned to resmed for an evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was displaying a dc power indicator when ac power was supplied. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. Performance testing confirmed the reported power issue. Battery testing found no anomalies with the battery. The investigation determined that the device failure to recognize the correct power source was due to a damaged component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was displaying a dc power indicator when ac power was supplied. There was no patient injury reported as a result of this incident.